Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed corrosion within the adhesive around the light guide lens. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified that the device exhibited corrosion within the adhesive around the light guide lens. There was no patient involvement.